Manufacturer narrative:
The device remains implanted. This lens is one of 55 intraocular lenses that are part of a voluntary recall. The MFR believes that these lenses may have been exposed to a chemical substance or environmental contaminant, while residing at the same surgery center. Product history records were reviewed and indicate the lens met release criteria.

Event description:
Dr reports a cloudy optic post operative on an implanted intraocular lens. Physician is unable to determine when the lens became cloudy, as pt has not been seen since 1 day post-op. Pt has elected not to have the lens removed at this time.